Event description:
It was reported that during surgery when trying to change the wire, the universal wire driver became stuck, and they could not turn up the wiredriver. Finally they managed to turn it up but then something clattered and became loose inside of the wiredriver. Now it cannot hold any wire at all. There was no pt harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.